Manufacturer narrative:
Combination product: yes.

Event description:
Monitoring reported bipolar lead failure on (B)(6) 2024. Unipolar measurements since then are < 100 ohms. Pacing threshold appears stable and sensing amplitude is variable. Noise evident on recording as well as ff. Advised further evaluation. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.